Event description:
The physician reports that the crystalens haptic tore when loading the iol into the cartridge of the staar surgical lens injector system. The damaged iol did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.